Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the patient had been hospitalized for 22 days and the patient had extra corporal blood circulation. The account alleged that the patient developed a stage 1 pressure ulcer on the sacrum while on the hill-rom bed.